Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion and difficulty/resistance removing the device from the anatomy could not be replicated in a testing environment as they were based on operational circumstances. Shaft separation and stent dislodgement were confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the xience prime everolimus eluting coronary stent system instructions for use (IFU) states: when treating multiple lesions within the same epicardial vessel, stent the distal lesion prior to stenting the proximal lesion. Stenting in this order obviates the need to cross the proximal stent in placement of the distal stent, and reduces the chance of dislodging the proximal stent. Additionally, the IFU instructs the physician to pre-dilate the lesion with a percutaneous transluminal coronary angioplasty (ptca) catheter.

Manufacturer narrative:
(B)(4). Distal to stent, no pre-dilatation the device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the target lesion was located in the mid diagonal branch with mild calcification. No pre-dilatation was performed. When attempting to cross the 3.0 x 18 mm xience prime stent into the diagonal through an unspecified stent which had been implanted in the same procedure in the left anterior descending artery (lad), the xience prime stent did not cross through the previously implanted stent. The xience prime was attempted to be retracted, in order to insert a dilatation balloon, however the xience prime was unable to be retracted. During the attempt to retract the device, the stent delivery system (sds) catheter separated. The distal part of the sds catheter remained in the patient and was retrieved with a snare. However, the undeployed stent implant dislodged from the sds and remained in the patient. Another drug eluting stent was implanted to compress the xience prime stent against the vessel wall. No adverse patient sequela was reported. No additional information was provided.